Manufacturer narrative:
04-dec-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Tampon fell apart and a piece of cotton remained inserted [foreign body in reproductive tract] tampon fell apart [device breakage] consumer contacted via e-mail and stated that twice after she used a tampon, it fell apart and a piece of cotton remained inserted. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon fell apart and a piece of cotton remained inserted [foreign body in reproductive tract]. Tampon fell apart [device breakage]. Case description: consumer contacted via e-mail and stated that twice after she used a tampon, it fell apart and a piece of cotton remained inserted. No serious injury was reported.